Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy it was reported that the patient¿s impedances were lower than normal. The rep received a message from the doctor inquiring about impedances on a patient who they indicated had lower than normal impedances from previous checks. The patient¿s therapy was unknown, and the caller did indicate the ins was off at the time of checking for therapy impedances. It was discussed dehydration was a possible reason for lower than normal impedances. They didn¿t know the historical values. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause seemed to be that the ins was turned off for diagnostic purposes. There was no intervention taken to resolve the issue, although the patient had their device replaced due to eri. The issue hadn't resolved. There were no further complications reported.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the explanted neurostimulator wouldn¿t be returned. The rep. Noted they were unaware of the issue before replacement, but the issue persisted even after replacement. No further complications were anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.